Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09489, 2134265-2017-09520. It was reported that automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that sled disconnect and acqpc error were displayed. Restart was performed for several times and it start-up. However, the power supply of the acqpc turned off during automatic pullback. No patient complications were reported.